Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that the connector portion of the lead was received. Two full breaches of lead body insulation due to degradation were noted near the connector boot. (B)(4). (B)(6).